Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a communication problem. The recharger was not communicating. The patient was getting the reposition antenna careen. The patient recharged 2 days ago and though she recharged until full. The patient reported no stimulation sensation. The patient was not able to adjust stimulation. The patient reported seeing poor communication screen on the patient programmer. The patient could not connect with the insr. It had been several days since she last recharged. The patient had a fall the day prior to report. Actions taken to resolve the issue included to use the remote to reset the battery and it didn't work. The patient tried 4 times.